Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Occupation: district manager. PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "when trying to insert filter into sheath, the filter exited the main blue sheath and cut it." Patient outcome: they just removed sheath and use another celect filter with no issues. The patient did not experience any adverse effects due to this occurence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on the event description and the returned device. It was reported that the filter exited the sheath wall during advancement. The procedure was completed with another device with no harm to the patient. Jugular introducer with celect-pt filter inside the protection sheath, blue introducer sheath with introducer dilator inside, and a three-way stopcock were returned. The red safety button was pressed, ie the system was unlocked and blood/biological matter was present. A 17mm penetration was found on the introducer sheath between 4mm and 21mm from the hub. The penetration was angled thus indicating some rotation of the filter during advancement and the instructions for use warn against rotating the preloaded filter inside the introducer system. Also, a dent was noted on the sheath 59mm from the hub. The protection sheath was curved and had a severe kink 49mm and 53mm from the most distal tip, which is in the area matching the filter hook inside. The kink could be straightened. 0.9mm of the primary filter legs exited from the sheath tip. During the investigation the protection sheath was withdrawn to expand the filter and the filter was found to have detached from the grasping hook. The grasping hook was without damages and within specifications, but the distances between the primary filter legs were below the requirements, probably as a consequence of the filter sticking inside the protection sheath since the incident date. However, after re-attaching the filter to the jugular introducer, the protection sheath could be advanced to completely cover the filter legs and withdrawn without any unintended detachment of the filter. Also, despite the kink the protection sheath could be advanced through the hub of the introducer sheath and pass the penetration. The exact reason for the sheath penetration cannot be determined, as there is no information of tortuous anatomy or resistance encountered during the filter advancement and under normal conditions the introducer sheath is strong enough to accomplish the procedure. However, like in this case the sheath may kink, if excessive force is used to advance it through tortuous anatomy and following the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. According to the instructions for use excessive force should not be used to place the filter. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.